Event description:
It was reported that the pt had her device system replaced in 2008 because the neurostimulator was protruding out too much and the lead had "issues".

Manufacturer narrative:
(B) (4).